Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-14: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-2 error. At the time of the call, the customer stated that she was not feeling well with symptoms of a headache, nauseous, and dizzy. Medical attention was not required at the time of the call and customer wanted to troubleshoot. During the call, a blood test was performed by the customer fasting and produced test result of 103 mg/dl using meter. Customer was satisfied with the result obtained. Unable to verify where test strips were stored at time of call.

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 08-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 08-may-2020: b2: adverse event report is being submitted due to symptoms related to diabetes - headache, nausea, and dizzy. H1: type of reportable event corrected from "malfunction" to "serious injury". H3: device was returned to manufacturer for evaluation corrected from "yes" to "no".